Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the system interface, the generator interface, the fluoro functions board, and the lemo cable. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopic x-ray and shut down during a procedure. No pt injury was reported.